Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the returned product identified upon visual inspection there is an indentation on the post of the liner and some scuffing to the inner radius. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: 010000662, g7 pps ltd acet shell 50d, (B)(4). Product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a routine primary tha the surgeon asked for the metal bearing liner for a g7 shell to use a dmaa articulation. After multiple attempts to implant the liner, which were all unsuccessful, the surgeon had to abandon his 1st choice & use a poly line. Attempts have been made and additional information on the reported event is unavailable at this time.